Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, they experienced an intermittent screen flickering issue. A delay in the procedure of unknown duration occurred as a back-up glidescope device was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The monitor and baton were powered on for 30+ minutes with no imaging failure. While the unit was powered on, the baton and cable were rigorously manipulated trying to induce failure; none occurred. A visual inspection showed no issues; the monitor and baton imaged correctly. The monitor's software and hardware are all up-to-date. The device was certified; service complete. The monitor and baton were return to the customer.